Event description:
Customer reported that the insulin pump returned a no delivery alarm during priming. Troubleshooting showed that insulin could travel through the tubing by hand and prime, but got stuck during fixed priming. Blood glucose level was 461 mg/dl at the beginning of the call, but customer was able to lower it to 324 mg/dl by the end of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).